Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during an egd (esophagogastroduodenoscopy) duodenum stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a malignant gastric outlet obstruction which measured approximately 3cm. The lesion was located within the duodenum. It was reported that the patient's anatomy was tortuous. During the procedure, the physician noted that the stent did not expand more than 2 mm after placement. The stent was left implanted within the patient. Two days after the stent placement, the stent still had not fully expanded and the physician used a dilation balloon to expand the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) stent expansion issues. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.